Manufacturer narrative:
The complaint of particulate matter on item ch-10 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
An email was received regarding a chemoclave® bag spike alleging that particulates are floating in the path of the patient. No additional information is known at this time. There was no reported patient involvement.